Manufacturer narrative:
Method: MFR reviewed log files and system performance files in engineering lab with comparable version of software and user interactions/tasks. Conclusions: the FDA (B)(4) district office has been notified of this issue user 21 cfr 806 on sept 8, 2004. MFR is in the process of sending letters to all affected consignees and distributors to notify them of this potential issue and provide interim options until the correction can be made to all devices. Once the correction is available, a follow up letter will be sent to affected domestic consignees providing detailed instructions on how to receive the correction.

Event description:
The customer reported that while viewing full disclosure, the cic1 froze. The customer's biomed was called and while biomed was looking at the cic1, cic2 displayed "no license server" and then cic1 went to the blue screen and rebooted. When the unit came back up, the unit name and cic name had to be entered.